Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Lar. The surgeon clamped the tissue and pressed the firing button but the device did not fire. The knife did not advance and the buttress sheet was tugged. The case was completed using a new device. No patient injury.